Event description:
This report summarized eight malfunctions. A review of the reported malfunctions indicated that model ec500j vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. The eight malfunctions involved with eight patients with no reported patient impact or consequence. Seven patients ranged from 41-78 years of age and one patient age was not provided. Of the reported patients one patient (B)(6) , and one patient (B)(6) , remaining patient weight was not provided. Of the reported patients, 5 were male and 3 were female.